Event description:
A laser operator reports, the eyetracker had trouble detecting the pupil at the start of refractive surgery. After a few minutes, they were able to track and continued with the procedure. Then the laser stopped at 70% and they were unable to get the laser to continue, so they replaced the flap and sent the pt home. The surgeon stated, the pt is 'ok', but plans to reassess the pt following healing. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)